Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 141 mg/dl. Reportedly, the customer wore the pump against their skin. A new cartridge was loaded and the pump performed as intended.